Event description:
While wearing the external equipment, the patient reportedly experienced pain. An x-ray indicated that the array had migrated out of the cochlea. The patient reportedly is a non-user of the cochlear implant and the patient's parents have requested a revision surgery. Surgery to explant the patient's device is to be scheduled.